Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed. The encoder cover and flex patient restraint brackets were found damaged. The grip strip was also missing. Review of the archive data found multiple user advisory (ua) 29 (loss of brake connectivity) had occurred on (B)(6) 2016. Functional testing could not be performed. After pressing the continue button, the reported ua 29 error message was displayed. To resolve the issue, the power distribution board was replaced and the platform was tested. The platform ran for approximately 20 minutes without any issues noted. In summary, the customer complaint was confirmed. The autopulse platform is a reusable device and was manufactured on 09/28/2006. Therefore, the primary complaint that was observed during archive data review and functional testing and the physical damages found during visual inspection (unrelated to the primary complaint) are characteristic of normal wear and tear for the life of the device. Additional repair was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without any issue. The encoder cover and patient restraint brackets were replaced. The platform passed all final testing criteria.

Event description:
Prior to use on a patient, it was reported that the autopulse platform (s/n: (B)(4)) powers on with the power button; however, after pressing the start button, the platform displays a message "stopping" and then automatically powers off. According to the reporter, the battery that was used at the time of the event was fully charged. Despite multiple attempts with different fully charged batteries, the issue continued. The reporter indicated there was no negative affect to the patient as a result of the issue.